Event description:
This is an internally raised complaint report generated during testing. No actual harm is associated with this report. At the 4d treatment console, there is currently no indication to warn the user that a plan consists of multiple isocenters. If fields of a certain plan have different isocenters, the couch position of each field must theoretically be different, to ensure that each field is delivered to the correct target of the patient. Treatment plans with multiple isocenters can be created in eclipse (e.g. During rapidarc optimization) or imported into aria from a 3rd party planning system. If initial couch values are entered (equally for both fields) in eclipse or rt chart, the plan validation function will show the following warning (example): warning: the relative couch positions and isocenters differ more than 2 mm for the following fields: field 2 (17.2 mm). The plan can still be approved for treatment. However, if no couch values are entered at all, no warnings will show up during plan validation and the plan can be treat approved without any warnings or errors.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Other: though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.